Event description:
As of the date of this report, the patient did not have concerns with his device or therapy.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient reported their pump had been stopped since (B)(6) 2004. The patient had ¿bad reactions¿ to some of the medications and it wasn¿t pleasant. The patient ended up in the hospital and was in a medically induced coma. The patient was told to go 6 months without the system, be groggy all day or not function and not have it. The patient couldn¿t drive. In (B)(6) of 2004 the patient noticed it wasn¿t working and by the end of (B)(6), the patient couldn¿t take it anymore. The patient still had all the components in their body; however, had no plans to remove them at this time. The interventions, drug or the outcome were not reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.